Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for eval?: yes. D9: returned to manufacturer on: 9/21/2021. H6: investigation: bd received a 24 gauge angiocath device from lot 0003442 for evaluation. A review of the device history record was performed for the reported lot and no quality issues were found during production. Unfortunately, due global health concerns the sample could not be returned to the original manufacturer for a visual inspection so the investigation was performed off of photographic evidence. Due to the lower resolution on the provided photo the engineer could not identify any visual defects that could have lead to a possible leak. Next, a CT scan was performed on the device to check for any possible damage or tears. The CT scan showed no damage or tear to the device that would have contributed to a possible leak. Therefore, the quality engineer was unable to verify the reported defect. Since no defects could be identified a definitive root cause could not be determined.

Event description:
It was reported that bd angiocath¿ IV catheter leaked. The following information was provided by the initial reporter: "this is a report about leakage occurring with the use of angiocath (381112)."

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd angiocath¿ IV catheter leaked. The following information was provided by the initial reporter: "this is a report about leakage occurring with the use of angiocath (381112)."